Event description:
Customer reported code for test strips while troubleshooting and it was found to a code only previously produced in 2004 or 2005. A request was made for the return of the suspect device and replacement product was sent.